Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/22/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2013 with the following findings:the pump was returned with visible moisture behind the display lens. The pump did not power on during testing and internal moisture was found to the pump. The pump failed an in house leak test.